Event description:
It was reported that high impedance was seen on the patient's device during pre-op. The patient had full revision surgery in response to the high impedance. The neurologist and surgeon were not aware of the high impedance until pre-op. The high impedance was seen during system diagnostics, and the generator and lead were discarded. No further information has been received to date.